Manufacturer narrative:
(B)(4). Although medtronic-covidien was not authorized to conduct a service/failure investigation, the customer returned a membrane top and an overlay set. An investigation was performed on the returned components; however, the alleged malfunction was not confirmed.

Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device.

Event description:
It was reported that during patient use the ventilator silence/reset button was blinking. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.